Event description:
The customer reported, the therapy cable pin was broken inside the therapy port.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 30 mg/dl and 95 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.